Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cases and performed internal visual inspection on the returned sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key test to ensure the sensor's electronics were functioning correctly however all results were not satisfactory. Sensor thermistor testing and poise voltage testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was performed. Visual inspection has been performed on returned de-cased sensor and observed glue covering the poise voltage test points. Poise voltage test was performed for returned de-cased sensor using connector key and results were within specification. Passing all smu (source measurement unit) test indicates that there were no issues with sensor functionality and electronics. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Performed poise voltage test for the returned sensor and all results were within specification. All test results were within specification. No abnormal errors were observed during testing, indicating the error termination was not caused by sensor malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a sensor malfunction was found during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.